Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the two defective load cells, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Load cell characterization results confirmed both load cells were defective, and they will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. As reported, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The ems crew immediately performed manual CPR on the patient. The crew was unable to clear the ua07 advisory message. No consequences or impact to the patient.

Manufacturer narrative:
E1 (initial reporter, name and address) was corrected.